Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the surgeon tightened the pin down on the version guide and it chipped. All pieces were retrieved. None fell in the patient. No additional information available on the reported event. It was reported that no further information is available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; however, a picture was provided and reviewed. A visual examination of the provided picture identified that the tip of the guide rod had fractured. Medical records were not provided. Lot identification is necessary for a review of device history records; however, lot identification was not provided. The reported event was not related to a combination of products; therefore, a compatibility review was not applicable. The reported issue was confirmed based on an evaluation of the provided image. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.